Event description:
The technician removed the lens tray of an aq2003v silicone three-piece lens and it was noted that one haptic was torn. The lens was not used or loaded and there was no patient contact.